Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Error log showed that e03 (pressure sensor failure) had occurred. The manufacturing record was reviewed and found no irregularities. Because it was not reproduced and the abnormality related to the phenomenon could not be confirmed, the cause of front panel blinking could not be identified. Because the pressure sensor on the main board was damaged, the cause of e03 was pressure sensor failure. The cause of pressure sensor failure could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the front panel was blinking. It was replaced with another device and the planned procedure was completed. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.